Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). The device was not returned for analysis. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat thrombosis in a previously implanted non-abbott stent and a lesion distal to the previously placed stent. A 2.5x23mm xience alpine was advanced through the non-abbott stent. It was determined that the xience alpine stent was too short for the lesion, and the sds was retracted. Most of the xience alpine stent was on the proximal side of the previously implanted stent, when the stent interacted with the previously implanted stent and dislodged. A balloon was used to deploy the stent where it dislodged. The distal lesion was left untreated and the physician plans to complete the procedure at a later date. No additional information was provided.